Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to a percutaneous intravenous central catheter (PICC) and was being used to deliver an unspecified concentration of total parenteral nutrition (tpn) and intralipids at an unspecified rate. After an unspecified length of time, it was reported that the distal tip of the option-lok male adapter broke off inside the hub of the pt's PICC. The customer contact further reported that they were unable to remove the broken piece from the central line and the pt's PICC line needed to be replaced. No specific details were provided. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No additional info was provided.